Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to da vinci-assisted surgical procedure, site contacted technical support engineer (tse) to report recoverable error on universal surgical manipulator (usm)3. Prior to calling site tried recovering and restating the system with no change. Logs indicated usm3 had error 32097, 31199. Tse walked through a hard power cycle on the robot and the system powered back on normally with no errors. Site called back to report that usm3 was faulting again during their case setup. Tse walked customer through removing patient side cart (psc) from system and bringing psc from another xi system on site into or to connect with vision side cart (vsc) and surgeon side console (ssc). Robot powered on without error with different psc attached. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was discovered the next morning, over 16 hours since the system had last been used.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed. In logs, the 32097 error was found indicating fault on the usm maxis error occurred reported by axes controller, motor (acm), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where fiber test was found to be failing on the clock-spring, parallelogram, and rolling loop. The complaint was confirmed by failure analysis. The probable root cause is attributed to electronic defect of the clock-spring, parallelogram, and rolling loop of the usm resulting in low fiber communication error.

Event description:
Refer to h11 for follow-up information.